Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17343120 was performed and no issues were found that are considered potentially related to the reported complaint the complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, during a procedure of a stent in the iliac artery, a brite tip sheath was attempted to be inserted; however, the distal end of the sheath got frayed. Therefore, it was replaced with the same product. The product was discarded because of the infectious disease.

Manufacturer narrative:
This report is being submitted to provide additional information on the reported event.

Event description:
Addendum (B)(6) 2018 additional information received indicated that the device was not re-sterilized. There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The product was stored and prepped per the instruction for use (IFU). There was no difficulty experienced in prepping the device. The anomaly was not noted prior to the device being inserted into the patient. The patient's hospitalization was not extended as a result of the event. Additional information was requested but unknown.

Manufacturer narrative:
Complaint conclusion: as reported, during a procedure of a stent in the iliac artery, a brite tip sheath was attempted to be inserted; however, the distal end of the sheath was frayed. Therefore, it was replaced with a similar product. Additional information received indicated that the device was not re-sterilized. There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The product was stored and prepped per the instruction for use (IFU). There was no difficulty experienced in prepping the device. The anomaly was not noted prior to the device being inserted into the patient. The patient's hospitalization was not extended as a result of the event. The product was discarded because of the infectious disease, therefore was not returned for analysis. A review of the manufacturing documentation associated with lot 17343120 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned to not use the device if the package is open or damaged. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.